Manufacturer narrative:
Insulin pump received with missing segments on lcd display due to creaked zebra connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump has a blank display due to extreme temperatures. Trouble shooting was performed but the issue remained unresolved. Customer declined to provide blood glucose levels at the time of incident. No symptoms reported and therefore no treatment required. Product will be returned for analysis and replacement has been sent.